Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the reported balloon ruptured during inflation. The product came in contact with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual and functional review did not identify material damage. Functional inspection with a sample syringe did confirm the balloon was unable to inflate and deflate back to its original (pre-inflation) geometry. The shaft of the balloon appears to be clogged up preventing the balloon to inflate/deflate. Unable to determine the root cause of the foregoing event from the available information. If information is provided in the future, a supplemental report will be issued.